Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise, had high capture thresholds, and low pacing impedance. The outputs were adjusted to 1 volt (v) over the capture threshold to mitigate loss of capture. The patient was asymptomatic. A chest x-ray (cxr) was performed which was uneventful. The rv lead was deactivated on (B)(6) 2026, and a leadless pacemaker was implanted successfully. The patient was stable throughout the procedure.